Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical/medical team concluded: based on the information provided the root cause of the poor range of motion, multiple fall history and the left knee arthrofibrosis could not definitively be determined. However, the reported non-compliance, chronic opioid usage, morbid obesity, and fall history cannot be ruled out as contributory factors to the reported issues. The future impact to the patient cannot be determined. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to debility and anterior knee pain. Insert was explanted. Patella was implanted.